Event description:
Customer sent a repair request reported with an issue of angle defect. The issue occurred during an unknown event. There was no patient harm reported. No user injury reported due to the event. Device evaluation found image disappears at angle, no image. Disconnection to sensor cable causing no image was observed. This report is being submitted for reportable malfunction of image disappears at angle due to disconnection on the image sensor cable found during device evaluation.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the bending angle is insufficient due to the elongation of the angle wire. The customer reported issue of angle defect was confirmed. In addition, upon inspection, no image, image disappears were observed. Disconnection to sensor cable causing no image was observed. Furthermore, scratches on the curved rubber were observed, and the adhesive was observed to be missing. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 14-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the imaging unit, a board inside the scope connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.